Event description:
Caller reportedly received the following results on a compact plus meter, compared to a professional meter, within 10 minutes: 283 mg/dl (compact plus) and 129 mg/dl (doctor's meter). No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.